Event description:
Hcp reported patient experienced burning at generator, shocking & intermittent stimulation since implant. At time of explant it was noted that the insulation had pulled away from lead body exposing wires. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.